Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly admitted to outpatient on (B)(6) 2021 for repair of perilymph fistula with packing and discharged same day. The recipient was then admitted to inpatient on (B)(6) 2021 for placement of lumbar drain and was discharged on (B)(6) 2021 following removal of lumbar drain. The recipient was admitted once again to inpatient on (B)(6) 2021 with fever. A csf sample was taken and revealed no anomalies. The recipient was discharged (B)(6) 2021. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cerebrospinal fluid (csf) leak after implantation. The recipient underwent revision surgery to repair the csf leak, however, the leak recurred. The recipient underwent another procedure to insert a lumbar puncture and the lumbar tube was clamped, however, the tube re-opened and the leak still continued. On (B)(6) 2021, the recipient's re-opened lumbar tube was closed again. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.